Event description:
The doctor was performing breast biopsy. It was reported the doctor had pierced the breast and was taking samples when the probe stopped working. The doctor removed the probe from the breast, tried a second probe and completed the case with no pt consequence.